Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000119448.

Event description:
It was reported the patient experienced ineffective stimulation with one of the leads. Surgical intervention was undertaken and the lead was explanted and replaced to address the issue. The investigation did not determine which lead was explanted and replaced.